Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned due to noise and a lead fracture issue observed during a recent device replacement procedure. During the replacement, it was observed that the adhesive on the header of implantable cardioverter defibrillator (ICD) was slightly separated from the device. The atrial lead was then tested with a pacing system analyzer (psa) which revealed that pacing impedances have increased over time. The device was explanted, replaced and returned for analysis while the lead was abandoned. No adverse patient effects were reported.

Manufacturer narrative:
The abandoned right atrial (ra) lead will not be returned to boston scientific therefore, the clinical observation could not be confirmed. While the device was returned for analysis to be analyzed. Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a loose header. Although evidence indicates external stress may have been a factor in the header becoming loose, the cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust. The enhancements have decreased reports of this type. The device was archived and analysis concluded the header is loose from the pulse generator case.

Manufacturer narrative:
The abandoned right atrial (ra) lead will not be returned to boston scientific therefore, the clinical observation could not be confirmed. While the device was returned for analysis to be analyzed. Once the product is returned the device will undergo detailed laboratory analysis in an attempt to determine the root cause of this event.